Event description:
Customer reportedly obtained results of 367 mg/dl, 19 mg/dl, 21 mg/dl, and 18 mg/dl within 10 minutes on the same device. Customer reports that she felt shaky and drank juice. Five minutes later, she reports testing 30 mg/dl. No adverse event reported. Requested return of the suspect device and replacement was sent.